Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 29-nov-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the wires were replaced 2 years ago. Additional information was received from the patient. They reported that their first surgery was in the fall prior to the replacement. Within a month or two it didn't seem right, like it wasn't working. They were making adjustments to the therapy, up and down, but it still wasn't working. They couldn't get back up to their healthcare professional (hcp) until after the holidays, but once they got there, they took an x-ray and saw that the wires had disconnected. They patient was asked at the time if they had any hard falls and they said ¿no, nothing like that.¿ the patient stated that they may have moved too much, too soon, after the initial surgery. They stated that they have hills and stairs where they live, and they walk a lot. Additional information was received from the patient. When asked to clarify the disconnection was between the lead and stimulator or movement away from the right nerve, they said, ¿actually the term they used was migration.¿ the patient wasn¿t sure what that meant, but that movement away from the right nerve sounded right.